Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt experienced a red heart alarm and a pump disconnected message. The pt received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.